Manufacturer narrative:
Product complaint # ==> (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on an unknown date and suture was used. The suture ruptured inside the patient's mouth. No adverse patient consequences were reported. Additional information was requested.